Event description:
Additional information received noted that prior to procedure, the patient was noted with noise episodes on the atrial channel along with automatic mode switch episodes caused by oversensing noise. During the procedure, the physician found no damage on the atrial lead while attempting to reproduce the noise. Since no lead damage was found and noise was not reproduced, the physician believed the noise was caused by a header connection issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had atrial noise. The patient presented for generator change. The atrial noise could not be recreated during the procedure and could not be recreated with the new generator. The physician believed the noise could had been caused by a header connection issue. The implantable cardioverter-defibrillator was explanted and replaced. The patient was stable.